Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. Placeholder.

Event description:
The complaint received, through medical affairs, states that a surgeon had difficulty inserting the spiral blade. He could not pass the insertion sleeve and had to resort to free handing the insertion of the blade. The reported procedure involved the implantation of a retrograde/antegrade femoral nail. This report is for one connecting screw for inserter for ti spiral blades. This report is 4 of 5 for complaint (B)(4).